Manufacturer narrative:
The insulin pump was received with intermittent button response on all of the buttons due to a flattened button dome switch (creased). No cosmetic damage was noted. (B)(4).

Event description:
Customer reported via phone call that her insulin pump buttons are hard to push down. The patient's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.